Event description:
Radial artery catheter was sutured, by md, to pt's skin and around catheter. To remove catheter a sterile needle was used to sever the suture, as it was too tight to use ascissor. The catheter was severed leaving part of the catheter in the vessel. It was retrieved via surgery. Catheter was sent to co for evaluation.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: user error contributed to event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.